Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 56 mg/dl. Reportedly, the user did a lot of physical activity and did not adjust the basal rate to compensate. The user addressed bg level by eating chips and snacks.